Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away the day following implant of the implantable pulse generator (ipg) system. Per the patient's family member the patient coded in the recovery room.